Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. No lab reference results were provided on the days the customer altered dosage. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2016 inratio inr=4.6; (B)(6) 2016 inratio inr=1.2; (B)(6) 2016 inratio inr=2.3, lab inr=2.4. (It was reported that the patient's hand shakes badly when trying to apply the sample and sometimes the strip is touched). On (B)(6) 2016: withheld the dosage based on his inratio inr value. According to the caller, he is released to make his own judgments per his physician. On (B)(6) 2016: resumed normal dosage for that day based on his inratio inr value. Historic value: (B)(6) 2016 inratio inr=2.0. The therapeutic range was reported as: 2-3.